Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the tubing from reservoir to pump was kinked. Physician repositioned pump, removed the original reservoir, washed out the space and replaced the reservoir with a new 65ml spherical reservoir. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.